Manufacturer narrative:
H.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the consumer, at the first use of lens experienced a lot of discomfort, and dryness in the left eye even accompanying with artificial tear. Reporter also informed at eighth or ninth use of the lens broke, and consumer experienced lot of pain and hyperemia. The consumer visited to emergency room and diagnosed with corneal ulcer; the physician suggested to suspend the use of the lens for a month. The current status of the consumer¿s eye was improving at the time of this report. Additional information has been requested but not yet received.